Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure for a malignant stricture located in the right lung, main stem bronchus, performed on (B)(6), 2010. According to the complainant, difficulty was encountered while attempting to deploy the stent at the stricture. The nurse encountered resistance when pulling the suture to release the stent, and under the force exerted, the suture snapped. It was unknown if the suture had become caught on anything. The anatomy was reported as 50% occluded with tumor. Caughtery, cryotherapy, and balloon dilation were performed prior to the attempted stent placement procedure to achieve patency. The stent completely failed to deploy, and the entire system was removed from the patient. The procedure was postponed as there was not another ultraflex stent available. It was scheduled for (B)(6), 2010. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Pt over 18 years old. (B)(4) - (stent deployment suture, broken). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon further review, it has been determined that the most probable root cause is design.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed. The shaft was bent proximal to the mounted stent and no issue was noted with the crochet stitches from the point of release from the stent. It was noted that the deployment thread was not exiting the hub and when the thread was withdrawn from the skive, it was noted that it was broken. This type of damage is consistent with excessive tensile force having been applied to the deployment thread. During analysis, it was possible to retract the remainder of the deployment thread and fully deploy the stent without issue. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure for a malignant stricture located in the right lung, main stem bronchus, performed on (B)(6) 2010. According to the complainant, difficulty was encountered while attempting to deploy the stent at the stricture. The nurse encountered resistance when pulling the suture to release the stent, and under the force exerted, the suture snapped. It was unknown if the suture had become caught on anything. The anatomy was reported as 50% occluded with tumor. Caughtery, cryotherapy, and balloon dilation were performed prior to the attempted stent placement procedure to achieve patency. The stent completely failed to deploy, and the entire system was removed from the patient. The procedure was postponed as there was not another ultraflex stent available. It was scheduled for (B)(6) 2010. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure for a malignant stricture located in the right lung, main stem bronchus, performed on (B)(6), 2010. According to the complainant, difficulty was encountered while attempting to deploy the stent at the stricture. The nurse encountered resistance when pulling the suture to release the stent, and under the force exerted, the suture snapped. It was unknown if the suture had become caught on anything. The anatomy was reported as 50% occluded with tumor. Caughtery, cryotherapy, and balloon dilation were performed prior to the attempted stent placement procedure to achieve patency. The stent completely failed to deploy, and the entire system was removed from the patient. The procedure was postponed as there was not another ultraflex stent available. It was scheduled for (B)(6), 2010. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure for a malignant stricture located in the right lung, main stem bronchus, performed on (B)(6), 2010. According to the complainant, difficulty was encountered while attempting to deploy the stent at the stricture. The nurse encountered resistance when pulling the suture to release the stent, and under the force exerted, the suture snapped. It was unknown if the suture had become caught on anything. The anatomy was reported as 50% occluded with tumor. Caughtery, cryotherapy, and balloon dilation were performed prior to the attempted stent placement procedure to achieve patency. The stent completely failed to deploy, and the entire system was removed from the patient. The procedure was postponed as there was not another ultraflex stent available. It was scheduled for (B)(6), 2010. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".